Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b2, d8, h6. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 1 year and 10 months post the initial left tsa, the patient underwent a revision of their exactech reverse shoulder due to suspected infection. Everything was removed and a cement spacer was reinserted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 304-21-09 - 8.5mm platform fx stem left (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6) 531-20-00 - shldr gps rvrs drill kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) a10012 - gps implant kit v2.